Event description:
Related to MFR report # 2183959-2012-02116. The plaintiff's attorney reported that the plaintiff was implanted with a monarc sling system on (B)(6) 2005, to treat the plaintiff for stress urinary incontinence and pelvic organ prolapsed. It was alleged by the plaintiff's attorney that, "as a result, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries," and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.